Manufacturer narrative:
The investigation for the oversaturation issue has been completed. The field data logs were reviewed and found that pump flow was low from the start of the run until a motor current spike which was followed by the saturated flow. The biomaterial was likely present at the start of the run causing low pump flow and then was ingested into the impeller causing the spike in motor current and then the resistance to the impeller resulting in the saturated flow for the remainder of the run. The cause of the saturation issues was due to biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 67 year old female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was possible oversaturation. The impella flows were not corresponding with the p-level. There were multiple troubleshooting attempts but were unsuccessful. The catheter was exchanged for new device. There was no patient harm reported.